Manufacturer narrative:
Unwanted needle detachment during application could not/ has not led to serious injury. This event is now non-reportable.

Event description:
After opening the package, the needle was immediately detached from the thread when the thread was pulled out. Once immediately after the first puncture of the tissue.

Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
After opening the package, the needle was immediately detached from the thread when the thread was pulled out. Once immediately after the first puncture of the tissue.